Event description:
The customer reported that the pencil was touching the pt and self-activated. The pt received a 3rd degree burn in two places, the tissue was excised and sutured. The site tested the generator with the incident pencil and generator, and found them to function fine.

Manufacturer narrative:
(B) (4). The incident pencil was returned, tested and found to function to specification. In addition, the pencil was flexed and splash tested but the customer's report could not be duplicated.